Event description:
It was initially reported by the patient that she had difficulty turning off her vns with the magnet. She experienced a sensation of pressure in her chest after magnet in place for keeping the magnet more than 15-20 minutes. Good faith attempts with the treating physician to obtain additional information have been unsuccessful till date.